Event description:
Voluntary medwatch report received at manufacturer in 2006, stating that "patient admitted for bowel resection. Anastomosis done with surgassist. Perforation post op. Return to or for ileostomy. In ICU on ventilator with infection. Surgassist suspect as malfunction." Upon review of form 3500, manufacturer medical device report is being submitted based on the adverse effects on the patient as supplied above. No further information is available regarding this incident.